Event description:
The manufacturer received information alleging a ventilator's screen was cracked and non functional. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's display board and display were replaced to address the issue.